Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please confirm if were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, after inserting the device into the trocar, it was noted the device was broken into a few pieces. All pieces were removed from the patient. Another device was used to complete the surgery. Patient consequence was not reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2020. D4: batch #r9583u. Investigation summary the analysis results found that the b12xt device was received with the tip of the sleeve damaged. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One possible cause for this type of damage is due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. H2: additional information was requested and the following was received: there was no patient consequence.